Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement cable and wall adapter via two-day shipping, which customer confirmed resolved the issue, pump began charging.